Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient was evaluated in the office and the shock impedance measurements were found to be within normal limits. No out of range impedance measurements were observed with pocket and isometric maneuvers. As a result, no commanded or non-invasive pacing stimulation (nips) will be performed at this time. The patient will continued to be monitored.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement of greater than 125 ohms. The patient was to be brought in for evaluation. No adverse patient effects were reported.